Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the error code h15 is displayed in combination with the device ar-8332h (sn: (B)(6)). It was further reported that during a surgery the device ar-8332h (sn: (B)(6) ) stopped intermittently. The device ar-8332h (sn: (B)(6)) shows signs of wear and tear and the device ar-8332h (sn: (B)(6)) has a cut in the cable. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Shp cable) the evaluation confirmed the reported event, "the device has a cut in the cable" and attributed it to use error.